Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03626. It was reported that the patient presented in the hospital for a lead revision procedure. Upon review, the right ventricular lead (rv) had dislodged. Upon lead repositioning and insertion into the pacemaker, the connection was loose. The physician alleged that the set screws were stripped due to over-rotation of the hex wrench. The physician explanted and replaced the pacemaker and continued to use the repositioned rv lead during procedure on (B)(6)2020. The patient was in stable condition.

Manufacturer narrative:
The pacemaker was returned without setscrews for the reported event of loose connection. No anomalies were noted and the device was above normal elective replacement indicator (eri). The reported event was unconfirmed.